Manufacturer narrative:
Section h6: the code "blurred vision" was inadvertently left out of the previous report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that after three (3) months, the visual acuity and quality of vision in some patients implanted with synergy intraocular lens (iol) are not as good as those implanted with a competitor¿s lens. Some synergy iols needed to be exchanged as patients were miserable. No additional information was provided.

Manufacturer narrative:
(B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.